Event description:
It was reported that the device was used to transect the stomach forming a 35-45mm gastric pouch. The instrument was reloaded 8 times. After the ninth firing the surgeon was unable to open the instrument off the stomach. The instrument was cut off the stomach and the resulting gastrectomy was closed using a tlh60. This resulted in a 25mm gastric pouch. The surgery was completed without further pt consequence.